Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecific medical reason. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported). The patient was hospitalized on (B)(6) 2022 (duration not reported) for I&d drainage, wound washout and IV antibiotics treatment, however, the issue did not resolve. The patient underwent skin debridement around the implant site during the explant surgery on (B)(6) 2022.